Event description:
Customer reported a no delivery alarm during the prime process. The customer stated he had changed his infusion set and reservoir and the alarm persists. Customer's blood glucose was 175 mg/dl. Troubleshooting found insulin was able to exit from the tubing. It was also found that a no delivery alarm occurred at 3.9 units during a manual prime. Customer was advised to replace their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).